Event description:
On (B)(6), 2010 the lay user/patient in the (B)(6) contacted lifescan to report the one touch ultrasmart meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. On (B)(6), 2010 the patient experienced the symptoms of thirst and frequent urination. The patient did not seek any medical attention or treatment. The patient manages her diabetes with set doses of insulin. Troubleshooting revealed the patient's test strips were correct, and that she was unable to state when the meter's batteries had been replaced. During the troubleshooting telephone call, the patient replaced the batteries, and the meter powered on successfully. The issue was resolved. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k#: k021819.